Event description:
I am type 1 diabetic. My tandem t:2 xslim insulin pump went off on false occlusion alarm at night while asleep. The occlusion alarm is far too quiet to wake an average person; I am a light sleeper. Furthermore, the alarm trips frequently, and the pump basically stops working; its high glucose alarm, which is loud, does not function. My cgm glucose reading right now, at 7:30am, states high, meaning more than 400. I can feel the pain from the acid in my stomach, and my brain won't function clearly. I should have reported this years ago. It must be corrected. FDA approved this pump with too low alarm volume. The false occlusion alarms happen about three times per month. They are dangerous because of the low alarm volume. It is a familiar problem with the pump, per type 1 diabetes discussion sites such as jdrf.org and facebook. Tandem corporation makes light of it. Their support people are mostly nondiabetics, so they have no idea of the medical impact of the t:slim x2 malfunction. I complained to them at least a dozen times about the alarm being too low volume. The company has had ample opportunities to correct it but has never done a recall. They just don't take it seriously and do not want to lose face.